Event description:
It was reported on a voluntary medwatch#mw1038236 that a physician performed a lumbar procedure which involved the metrx system and a disposable light source that would increase light into the tube device used for the procedure. The light system was attached to a sterile light cord and connected to light sources. The sterilie disposable cord and light system were on sterile field on the pt's back. Burn was noted. Second cord was used and then discontinued. Physician noticed the burn and ordered medication after the procedure was completed. No other pt complications noted.

Manufacturer narrative:
Device has not been returned to the MFR; therefore product evaluation is not possible. Unable to determine the cause of the event.